Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 1627487-2023-00333 and 1627487-2023-00334. It was reported that the patient was experiencing ineffective therapy due to high impedances on three of the drg leads. Surgical intervention was undertaken in which the patient's drg system was explanted to address the issue.